Manufacturer narrative:
Additional information: the customer informed that the reported problem happened during preventive maintenance. No further information was provided.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned to vyaire. Therefore, no definitive root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the batteies were burnt. There is no information regarding patient involvement.